Event description:
The report from the cypher database indicated that: a pt admitted with stable angina ccs3 underwent a procedure to a moderately tortuous distal lad. Preprocedure medication was aspirin. The 12mm, de novo, b2 lesion was smooth and concentric with moderate calcification and no thrombus. The site was not predilated. A 2.25x13mm cypher was deployed at 16 atm with satisfying results. The lesion was not evaluated. Timi flow was 3 pre and post procedure. The second target area was the 2.25mm, non-tortuous mid lad. The 20mm, de novo, type b1 lesion was smooth and concentric with little or no calcificaiton and no thrombus. The site was not predilated. A 2.25x23mm cypher stent was deployed at 16atm with satisfying results. Nine months later, the pt had restenosis of the distal lad, which per investigator was probagbly related to the cypher and unlrated to the procedure. There was no thrombus, and timi flow was 3.